Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's girlfriend reported via telephone call that the customer was hospitalized with blood glucose over 600 mg/dl. The customer was wearing the insulin pump at the time of the event. The caller also reported that the customer had frequent lows. The blood glucose reading was 49 mg/dl. The customer was treated with glucose tablets. The drive support cap appeared normal and recessed. No further troubleshooting was done for high or low blood glucose.